Event description:
Dealer stated that the motor's battery dies after driving two miles. Dealer stated the end-user was stranded near the fire department and had to seek technical assistance. Dealer stated no injuries.